Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the cadd legacy plus pump was associated with the presence of multiple air bubbles in the tubing. This issue may have led to an occlusion. There was patient involvement; however, no harm was reported.